Event description:
77 lifecare pca infusion pumps were purchased one year ago. Since then, there have been repeated e630 malfunctions.eight have been sent back to hospira for malfunction e630. All 8 had the motor replaced. On at least 6 the problem was not duplicated. However, the units failed the delivery test and the motor was replaced.two other units were sent back for failing the delivery test (accuracy of delivery) that was found during preventive maintenance. These were returned to hospira and hospira replaced the motors.one other pump was sent back with a different problem and the motor was found defective during the factory inspection and the motor was replaced.